Event description:
From staff: infant returned from MRI. Blood noted on outside of PICC line dressing. When PICC line flushed, leaking noted from hub below the clave. Md made aware and PICC line removed.